Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 150 mg/dl and sensor glucose was 69 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. No harm requiring medical intervention was reported. The customer will discontinue use of device.